Event description:
Customer and his son reported that on (B)(6) 2010 he received a reading of 200 mg/dl on his freestyle freedom lite blood glucose meter which he compared to a competitor's meter reading of 150 mg/dl, within 10 minutes. It was further reported customer experienced diaphoresis, drowsiness and subsequently a loss of consciousness. Customer self-presented to his healthcare provider, was diagnosed with severe hypoglycemia, but received no diabetes-specific treatment. Customer also reported he received another "high" reading which he compared to a reading obtained by his healthcare provider, but was unable to remember what the actual readings were. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Manufacturer narrative:
This is a final report. Returned meter (B)(4) and test strip lot number 1012726 were investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.